Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had high blood glucose of 273 mg/dl because his sensor is not working correctly. Customer stated that the sensor keeps alarming lost sensor and it was giving incorrect readings. Advised to removed the sensor.